Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device was emitting tones. Interrogation of the device revealed that it had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement has been scheduled fora later date. No adverse patient effects were reported.

Manufacturer narrative:
The hospital discarded the device so it will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and successfully replaced. No additional adverse patient effects were reported.